Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery (pop). A 1.5mm x 20mm x 142cm coyote¿ es balloon catheter was advanced for dilatation. However upon the initial inflation at 14 atmospheres for 30 seconds, the balloon was stuck on the wire. Both devices were completely removed as a unit and the wire was able to be removed from the balloon. However, it was then noted that the balloon had ruptured. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded. Microscopic inspection revealed a burst in the balloon material 3mm in length, kinks in the inner shaft and the distal tip was damaged. The reported information indicates that the device was not inflated over the rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery (pop). A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. However upon the initial inflation at 14 atmospheres for 30 seconds, the balloon was stuck on the wire. Both devices were completely removed as a unit and the wire was able to be removed from the balloon. However, it was then noted that the balloon had ruptured. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.